Event description:
Pt called alleging missing segments on the meter. Pt obtained a blood glucose of what pt thinks was 466mg/dl on the lfs meter. Pt did not experience any symptoms at the time of testing. Pt contacted md for medical advice and treatment was documented as "other." Customer service was unable to resolve the issue and sent pt a new meter.